Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full analysis. The report of "balloon did not inflate" was confirmed. The balloon was found to be ruptured. Both balloon windings were intact. After cutting proximal windings, ruptured edge did not appear to match up. No other visible damage or abnormality was observed from catheter body or windings. Further investigation was performed by the engineers at the manufacturing site. A product risk assessment (pra) was already generated. Additionally, the units go through balloon and winding inspection process performed as part of the manufacturing process. The IFU (instructions for use) was reviewed and stated that balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As received, before use in patient with this fogarty catheter, the balloon did not inflate. There was no allegation of patient injury. Patient demographics requested but not available. The device was available for evaluation.